Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting they the potential overdischarge was observed a few months ago. The cause of the overdischarge was the patient felt the dbs was not working and allowed the battery to deplete. The patient switched neurologists and the rep started the physician recharge mode (prm), but was not sure if they needed to do anything else. It was reviewed they will just have to wait for the device to come out of potential overdischarge and that multiple sessions of prm may be needed. This has been an ongoing issue for the patient since a year ago. The patient still has a lot of tremors. The battery is now on and therapy is on. The issue is resolved.

Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient does not have their patient programmer (pp) or recharger with them. The manufacturer representative (rep) does not know when the last time the patient had a successful charge. They reported no communication with their tablet and 8840. Scenario for overdischarge was reviewed. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) confirming that the patient's battery was overdischarged. The patient stated they have not recharged in months. They feel the deep brain stimulation (dbs) is not helping them at all. They do not notice any difference between when therapy is on or off, so they decided to not recharge. The physician is going to have the patient come back to the clinic in august, scheduled for aug-07, and they will perform the overdischarge procedure and charge the patient enough to get stimulation settings. However, the rep believes the stimulator will remain off.